Event description:
The customer stated that the insulin pump alarmed off no power without first alarming low battery. Troubleshooting was performed and no off no power alarms were found in the history. The reported blood glucose reading was 289 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the mother board. Unable to vary the customer's complaint, due to the blank display.